Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined. The staple instrument and reloads were not returned for evaluation. A follow-up MDR will be submitted if additional information is received. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis (afa) engineer and the following findings were obtained: logs show sureform stapler 60 instrument (part #(B)(4), lot #t91211102-0188) was installed 5 times and fired 5 reloads (1 black followed by 1 green followed by 2 blue, followed by 1 white). All firings were completed per the logs. Each of the firings had at least 1 pause for compression. There was one incomplete clamp prior to the 4th firing, but no other clamping issues besides that were identified. No image or video clips for the reported event were submitted by the customer for review. This complaint is reportable due to the following: after undergoing a da vinci-assisted sleeve gastrectomy, the patient was readmitted back to the hospital for a proximal staple line leak. The patient was hospitalized and is on antibiotic therapy. The cause of the post-operative complication is unknown. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date not applicable. Because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that after a da vinci assisted sleeve gastrectomy procedure completed on (B)(6) 2021, the patient experienced post-operative complications and returned to the hospital eight days post-operatively for a staple line leak. The surgeon believes the sureform 60 staples were involved with the staple line leak. Post-operatively, a leak test was performed to confirm the location of the leak but the results were not provided are unknown. The patient was readmitted to the hospital and is on antibiotic therapy to resolve the post-operative complication. The patient¿s current status is stable and improving. On (B)(6) 2021, intuitive surgical, inc (isi) obtained additional information about the event: the intuitive surgical, inc (isi) clinical sales representative (csr) confirmed that this event is associated with the third and last of three robotic procedures performed by the surgeon on (B)(6) 2021. The csr reported that the case was completed as planned with no system errors, stapling issues, or intraoperative complications. The surgeon reportedly fired 5 reloads. The target stomach tissue was not previously exposed to radiation or chemotherapy. There were no pauses for compression while stapling with the sureform stapler 60 instrument. Buttress material was used. However, the surgeon did no encounter any obstructions such as clips, staples, or other hard material in between the jaws of the stapler instrument. There were no malformed staples observed. There was no tissue tension. The da vinci-assisted procedure was completed robotically and it was reported that all instruments worked as expected and as intended.